Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-feb-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door 2 was double clicking. A field service engineer (fse) cleaned, tightened, and applied conductive grease to the contacts on the microswitches, reseated the cables on the door controller, and had the customer recover and inventory the doors. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 2 required maintenance. The door double clicked, then opened and failed, and many of the used medications were located. The customer attempted to reboot the station; however, the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.